Event description:
It was reported that the top part of the reservoir compartment of the insulin pump was cracked and was missing a piece. Also, when the customer pushes one of the buttons to turn on the back light, a buzzing sound is heard. The customer's blood glucose was 164 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).